Event description:
It was reported that the patient presented at clinic for a lead implant procedure. During the procedure, the guidewire failed to advance through the lead. As a result, the lead was removed and successfully replaced on (B)(6) 2024. The patient remained stable throughout.

Manufacturer narrative:
The reported event of ¿steel wire difficult to pass through the electrode¿ was confirmed. As received, a complete lead was returned in one piece with helix found stretched and clogged with blood/tissue. Final analysis found the cause of the reported event to be due to overtorqued inner coil inside the connector region and blood in inner coil consistent with procedural damage.